Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post breast tissue marker placement procedure, the device allegedly broken. There was no reported patient injury.

Event description:
It was reported that post breast tissue marker placement procedure, a plastic segment like marker pellets allegedly came out when the needle was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one encor biopsy probe, senomark biopsy marker applicator, removable probe cover and partial vacuum assembly were returned for evaluation. On visual evaluation, the probe was received with a tip guide and the marker was returned inserted into the sample chamber. And it was further noted that the plunger was fully depressed and it was noted that the red indicator on the probe and the yellow indicator on the marker applicator were aligned. And it was further noted that the probe appeared to have residue throughout. Foreign like material was noted within the package and the material had blood residue. On additional evaluation, senomark applicator was removed from the encor probe and upon microscopic visual observation, no damage was noted to the distal tip of the applicator and the pusher rod was noted within the applicator. One electronic photo was provided for review. Photo shows the package where small marker pellet substance was present inside and it was noted to have blood residue. However, it is not clearly visible whether it is foreign component or marker pellet. Therefore, based on the photo review, the reported failure device contamination could not be confirmed. Therefore, the investigation for the reported device contamination is kept as inconclusive as there were no proper evident provided.(i.e. Based on the photo review). Additionally, ftir analysis of noted foreign like material was conducted. It showed good correlation with the poly (ethylene oxide). And it was further noted that the material which is noted to be foreign is consistent with the material which was used to manufacture peg pellets, which is usually for preventing marker migration(i.e post deployment) and gets dissolves into the body. And it was concluded that the material was not considered to be foreign. And another material found in the cutter of the encor probe was undergone ftir analysis which shows the mixture of human components (i.e skin/nail/keratin) as well as contribution from a salt substance. The device was used on patient therefore we cannot confirm whether saline is used during the procedure or not. Therefore, based on the sample analysis and the ftir analysis, the reported device contamination can be unconfirmed as the return material is consistent with the material manufactured for the peg pellets. A definitive root cause for the alleged device contamination could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.